Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department confirmed the customer¿s reported issue. The ceramic tip of the sheath was found broken. It is likely that the reported damage was induced by thermos-mechanical fatigue. Broken tip: the cause cannot be definitely determined. The most likely causes are: thermo-mechanical fatigue; wear and tear; improper handling (impact, shock). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: the instructions for use state: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus that a resection sheath was sent in for repair due to a broke case. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.